Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2014 the 2.5x18 xience prime stent was implanted in the distal left circumflex coronary artery (lcx) and the 2.5x23 xience prime stent was implanted in the right posterior descending coronary artery. The patient had chest pain, classified as unstable angina on (B)(6) 2015. Percutaneous revascularization with a stent was performed on (B)(6) 2015 in the lcx to treat restenosis, proximal to the study lesion, but within 5 mm. The condition resolved on (B)(6) 2015 and the patient was discharged from the hospital. No additional information was provided.